Event description:
Info received indicates the bed has no head up functions.

Manufacturer narrative:
The tech found the bed had no failure or alarm codes and isolated the issue to a sticking head up valve. The tech replaced the head up valve to repair the bed.